Event description:
Pt was reported by the surgeon to have pain, limited opening, and advanced degenerative joint disease of the right temporomandibular joint. At the time of surgery, the pt was found to have a fractured condyle. The pmma head was fractured at the junction with the main condylar prosthesis. The surgeon was not sure how the fracture occurred. The prosthesis was given to the pt.